Event description:
Pt's body is contracted in a c-position. As the pt was being moved via the lift, the right lift hook dislodged causing the pt to fall to the floor sustaining a laceration to r side of the head and fracture of the r arm. Pt was hospitalized overnight.